Event description:
It was reported that the 9800 system intermittently had dark images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.